Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a missing sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.